Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Note: the strip lot number is unknown, however customer service noted that the strips the customer was using expired in july 2014. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving what were perceived as erratic/ inaccurate readings on his adc blood glucose monitor. As a result of this issue, the customer reported that on (B)(6) 2016 (approximate date), he experienced "severe high glucose, headache, and high blood pressure." The customer was treated by paramedics who assessed him as having hyperglycemia and hypertension, and treated him with "rapid insulin" and "a pill for pressure".

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A customer reported receiving what were perceived as erratic/ inaccurate readings on his adc blood glucose monitor. As a result of this issue, the customer reported that on (B)(6) 2016 (approximate date), he experienced ''severe high glucose, headache, and high blood pressure.'' The customer was treated by paramedics who assessed him as having hyperglycemia and hypertension, and treated him with ''rapid insulin'' and ''a pill for pressure''.

Manufacturer narrative:
No product has been returned and a valid strip lot number was not provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter and freestyle omni strips were reviewed and the dhrs showed the freestyle freedom lite meter and freestyle strips passed all tests prior to release. Clinical data was reviewed and confirmed that the freestyle omni strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle omni strips. Although there were trips were observed, only one complaint was confirmed. Therefore, no further track and trend review was required due to the low confirmed rate. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving what were perceived as erratic/ inaccurate readings on his adc blood glucose monitor. As a result of this issue, the customer reported that on (B)(6) 2016 (approximate date), he experienced ''severe high glucose, headache, and high blood pressure.'' The customer was treated by paramedics who assessed him as having hyperglycemia and hypertension, and treated him with ''rapid insulin'' and ''a pill for pressure''.